Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate as per medical opinion, the perceived root cause of this event was significant lvot calcium, known high risk for rupture but trusts sev technology too small for patient anatomy. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. Planned case was known to be an increased risk of rupture with significant lvot calcium. During procedure, the valve was successfully deployed with -3ml. After valve deployment, the patient's blood pressure fell gradually and fluid resuscitation commenced with 1mg adrenalin administered but the patient remained responsive. Post deployment, aortogram did not demonstrate anything obvious. Another 1mg adrenalin given. Cardiac tamponade was observed by echo. Pericardiocentesis was performed and 600ml of blood was removed. A decision was made to manage conservatively. A repeat aortogram demonstrated a small annular rupture at the left coronary sinus at the origin of lvot calcium. Hemostasis was maintained and patient was transferred for CT and closely monitored over night. The patient was in stable condition and was extubated on coronary care. As per medical opinion, the perceived root cause of this event was significant lvot calcium, known high risk for rupture but trusts sev technology too small for patient anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to b.2 outcome attributed to adverse event and date of death, h.1 type of reportable event and h.6 impact code. The patient had increased shortness of breath with progressive kidney failure, secondary to decompensated heart failure. Eight days post-procedure, the patient expired due to a cardiogenic shock secondary to the annular injury.